Event description:
It was reported that the ilet presented repeated alert 38 motor stall events with six restarts, during which the user was unable to make meal announcements; after guided troubleshooting including a dry run and changing infusion supplies (inset 6 mm, 23 in), the dry run succeeded and the user opted to continue use without further assistance; blood glucose was reported at 375 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included remote troubleshooting, user education, and shipment of replacement supplies. Investigation of this case revealed repeated motor stall alerts consistent with a stalled or obstructed delivery mechanism, while successful dry run performance suggested intermittent or use-related factors rather than a persistent hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce the failure after intervention and potential user or infusion-site related contributors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.